Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, on (B)(6) 2016 atrial impedance rose to 4047 ohms up from a trend 418-513 ohms. The device memory indicated atrial oversensing, on (B)(6) 2016 right atrial (ra) lead oversensing observed on save to disk. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had a noise, sensing integrity counter (sic) and an alarm for high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.